Event description:
Accuracy concerns. Test results are not consistent with the way he feels. Analysis run on clark error grid using mean average reading (411) as reference point vs. Bd readings (549,273) yielded some data points in the c range of the grid, outside accpetable limits.